Event description:
Healthcare professional (hcp) reported home pt's (hp) transfer set "fell off". Per hcp. Replaced transfer set on 10/28 and treated hp with prophylactic antibiotics (1 treatment- dose unknown). Per hcp, hp developed pseudomonas, will continue antibiotic therapy.